Event description:
Patient monitored for 2-3 days with topical eeg electrodes. When electrodes were removed, raw, irritated sites at electrodes sites were evidenced. Subsequent information forwarded to us indicates two (2) patients had this type of reaction. Both patients very similar in health and age profile. Events occurred in 2008.

Manufacturer narrative:
Patient1 and patient2 health severly compromised. Both advanced age patients on chemotherapeutic protocols. Patient1 comitose in ICU prior to eeg monitoring. Electrodes on patients for 2 to 3 days.